Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) keeps giving a temporarily signal loss error on all the bed tiles they are monitoring on the cns. Whenever they tried to print something. They stated that this happened simultaneously on all bed tiles on this cns monitors. They do not know what could be causing this issue to happen. They also get that error on full disclosure. The error will only disappear when the printer is done printing the page. Nihon kohden technical support (tech support) asked the customer when was the last time the cns was rebooted. They stated it was re-booted about a month ago. Tech support walked them through steps on how to properly reboot cns. The cns was rebooted through the windows desktop screen. Once it was rebooted, tech support asked them to try to print something again and see if the same issue occurred. The cns worked normally and no signal loss error populated. Cns was working fine again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) keeps giving a temporarily signal loss error on all the bed tiles they are monitoring on the cns. Whenever they tried to print something. They stated that this happened simultaneously on all bed tiles on this cns monitors. They do not know what could be causing this issue to happen. They also get that error on full disclosure. The error will only disappear when the printer is done printing the page. Nihon kohden technical support (tech support) asked the customer when was the last time the cns was rebooted. They stated it was rebooted about a month ago. Tech support walked them through steps on how to properly reboot cns. The cns was rebooted through the windows desktop screen. Once it was rebooted, tech support asked them to try to print something again and see if the same issue occurred. The cns worked normally, and no signal loss error populated. Cns was working fine again. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) health center reported the following issue with pu-621ra; (B)(6) , from patient monitoring: the cns was displaying a temporarily signal loss error on all the bed tiles being monitored on the cns whenever he tries to print something. Investigation conclusion: the possible causes of signal loss on a cns are : · weak electric field on a wireless transmitter · network communication lost during sleep mode the overall risk of this event, taking into consideration of severity and probability, is "medium." Manufacturer's hazard analysis determined the residual risk of pu-621ra signal loss is acceptable. Additional model information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) keeps giving a temporarily signal loss error on all the bed tiles they are monitoring on the cns. Whenever they tried to print something. They stated that this happened simultaneously on all bed tiles on this cns monitors. They do not know what could be causing this issue to happen. They also get that error on full disclosure. The error will only disappear when the printer is done printing the page. Nihon kohden technical support (tech support) asked the customer when was the last time the cns was rebooted. They stated it was rebooted about a month ago. Tech support walked them through steps on how to properly reboot cns. The cns was rebooted through the windows desktop screen. Once it was rebooted, tech support asked them to try to print something again and see if the same issue occurred. The cns worked normally and no signal loss error populated. Cns was working fine again. No patient harm was reported.